Event description:
The explant facility has reported the explant date. No other relevant information has been received to date.

Event description:
It was reported that patient had the device explanted (unknown date) due to high impedance. Patient is to be referred for re-implant. Both the lead and the generator explanted due to high impedance several years ago. (Exact date unknown) the device has likely been discarded. No other relevant information has been received to date.

Event description:
A physician informed that high impedance was detected on a patient's device during diagnostic testing. The patient has reportedly suffered no falls, injuries, or discomfort. An x-ray was sent for evaluation. Based on the x-ray images received, no gross lead fracture could be identified; however, the presence of a fracture or micro-fracture in the lead cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.